Manufacturer narrative:
Complete information for section a1, patient sid: (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated architect potassium results generated on a patient. Results were not reported to medical provider. Following data was provided. Patient: (B)(6): initial result = 6.57 mmol/l, repeat result = 5.05 mmol/l. The customer uses reference range = 3.5 - 5.3 mmol/l. There was no impact to patient management.

Manufacturer narrative:
The complaint investigation for falsely elevated architect potassium results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review of the ict diluent reagent ln 2p32-50 lot 35500un24. A search by product lot did not identify an increase in complaint activity. A review of tracking and trending data did not identify an increase in complaint activity related to the complaint issue. A review of historical data revealed no trends, systemic issues, or related nonconformances. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect c4000, serial number (B)(6), or ict sample diluent lot number 35500un24.

Event description:
The customer reported falsely elevated architect potassium results generated on a patient. Results were not reported to medical provider. Following data was provided for sid (B)(6). Patient: 1: initial result = 6.57 mmol/l, repeat result = 5.05 mmol/l. The customer uses reference range = 3.5 - 5.1 mmol/l. There was no impact to patient management.